Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture from sweat. The customer also reported a keypad anomaly and unexpected restart alarm occurring. Customer stated the buttons were unresponsive to clear the unexpected restart alarm. Troubleshooting found the insulin pump passed a self-test. Customer also reported the insulin pump was vibrating without an alarm or alert. The customer also reported a battery out limit alarm occurring, but the batteries were left out of the insulin pump for a longer duration than allowed. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a stripped battery cap coin slot, a missing end cap sticker, a cracked case at the reservoir tube window corners and minor scratches on the lcd window.